Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure for a pulse field ablation (pfa) procedure a farastar steerable sheath was selected for use, it was noted that when sheath was inserted into the left atrium (la) and aspirated with syringe, air was seen in flushing line of faradrive sheat. When aspirating again with syringe air was removed, nonetheless, as aspiration stopped, air was seen going from the valve into flushing line. No air seen inside the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.